Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the procedure being cancelled as a result of the device malfunction; however, no reportable malfunctions were found with the device evaluation. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Unique identifier (UDI) number is (B)(4). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a leak on the distal sheath, the objective lens had cracked cement, and the light guide had an internal crack with multiple dents of the probe cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope presented b30 and e216 scope communication errors with the cv-170 tower during preparation for use of a diagnostic evaluation of the patients swallowing function. The procedure could not be completed. The patient had to maintain npo (nothing by mouth) until the following day when the procedure was completed with a video fluoroscopy. There were no reports of patient harm as a result of the cancelled procedure. This MDR is being submitted to capture the cancelled procedure as a result of the device malfunction.